Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and residue on all collets in the problem area of the pipetter assembly. The fse cleaned and reinstalled the collets. The instrument was inspected, tested without further problem, and returned to service.